Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and that there was a delay when interacting to the touch screen. Customer¿s blood glucose level was 350 mg/dl. The customer will continue to use the pump for insulin therapy. A replacement pump was sent.